Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in a 44-year-old female patient who had essure (batch no. B30421) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included breast operation in 2006, appendectomy in 1994, low back pain, ovarian cystectomy, endometriosis and right lower quadrant pain. On 07-feb-2014: patient underwent ultrasound exam. It was noted on x-ray that the contour of the micro insert was angled an abrupt tortoise manner. Previously administered products included for prevent pregnancy: iud nos; for an unreported indication: paragard. Past adverse reactions to the above products included device dislocation with iud nos. Concurrent conditions included flash hot, right lower quadrant pain, back pain, hydrosalpinx and pelvic adhesions. Concomitant products included aciclovir (acyclovir), alprazolam (xanax) and ibuprofen (motrin). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding(menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea(cramping)") and fatigue ("fatigue"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 11 days after insertion of essure. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, heavy menstrual bleeding, female sexual dysfunction, depression, anxiety, migraine, headache, nausea, dysmenorrhoea and fatigue outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fatigue, female sexual dysfunction, headache, heavy menstrual bleeding, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure devise deployed into left fallopian tube with 3 rings showing. Essure device placed into r ft with 3 rings showing. Right tortuosity of the fallopian tube with hydrosalpinx.. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2014: diagnosis: 1. Right fallopian tube, salpingectomy-benign fallopian tube. Benign paratubal cyst. 2.left fallopian tube salpingectomy-benign fallopian tube. 3. Left ovary cyst, cystectomy- hemorrhagic follicular cyst.. Ultrasound pelvis - on (B)(6) 2019: impression: subserosal uterine body fibroid minimally heterogeneous myometrium with endometrial canal fluid. No adnexal masses or free fluid. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical record: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received: reporter, lab test and medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in a (B)(6) year-old female patient who had essure (batch no. B30421) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included breast operation in 2006, appendectomy in 1994, low back pain, ovarian cystectomy and endometriosis. On (B)(6) 2014: patient underwent ultrasound exam. It was noted on x-ray that the contour of the micro insert was angled an abrupt tortoise manner. Previously administered products included for prevent pregnancy: iud nos; for an unreported indication: paragard. Past adverse reactions to the above products included device dislocation with iud nos. Concurrent conditions included flash hot, right lower quadrant pain, back pain, hydrosalpinx and pelvic adhesions. Concomitant products included aciclovir (acyclovir), alprazolam (xanax) and ibuprofen (motrin). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea(cramping)") and fatigue ("fatigue"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 11 days after insertion of essure. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, migraine, headache, nausea, dysmenorrhoea and fatigue outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure devise deployed into left fallopian tube with 3 rings showing. Essure device placed into r ft with 3 rings showing. Right tortuosity of the fallopian tube with hydrosalpinx. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2014: diagnosis: right fallopian tube, salpingectomy-benign fallopian tube. Benign paratubal cyst. Left fallopian tube salpingectomy-benign fallopian tube. Left ovary cyst, cystectomy- hemorrhagic follicular cyst. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical record: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jun-2019: pfs & mr received. Events: abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), depression, mental anguish, migraines, headaches, nausea, dysmenorrhea (cramping), fatigue, did you undergo an essure confirmation test? No were added. Event outcome was updated for the event pain. Lot number was added. Case became incident. Lab data was added. Concomitant drugs, conditions, historical conditions and drug were added. Reporter information was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in a 44-year-old female patient who had essure (batch no. B30421) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included breast operation in 2006, appendectomy in 1994, low back pain, ovarian cystectomy and endometriosis. On 07-feb-2014: patient underwent ultrasound exam. It was noted on x-ray that the contour of the micro insert was angled an abrupt tortoise manner. Previously administered products included for prevent pregnancy: iud nos; for an unreported indication: paragard. Past adverse reactions to the above products included device dislocation with iud nos. Concurrent conditions included flash hot, right lower quadrant pain, back pain, hydrosalpinx and pelvic adhesions. Concomitant products included aciclovir (acyclovir), alprazolam (xanax) and ibuprofen (motrin). On (B)(6) 2014, the patient had essure inserted. In march 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea(cramping)") and fatigue ("fatigue"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 11 days after insertion of essure. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, migraine, headache, nausea, dysmenorrhoea and fatigue outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure devise deployed into left fallopian tube with 3 rings showing. Essure device placed into r ft with 3 rings showing. Right tortuosity of the fallopian tube with hydrosalpinx. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on 26-mar-2014: diagnosis: 1. Right fallopian tube, salpingectomy-benign fallopian tube. Benign paratubal cyst. 2.left fallopian tube salpingectomy-benign fallopian tube. 3. Left ovary cyst, cystectomy- hemorrhagic follicular cyst.. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical record: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jun-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.